Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that the patient had an unspecified promus stent implanted in the target lesion in the 1st obtuse marginal (om1) on (B)(6) 2009. Post dilatation was performed with 0% residual stenosis. On (B)(6) 2011, the patient was admitted with angina. Coronary angiography revealed in-stent restenosis involving the proximal edge of the stent and severe neointimal hyperplasia in the distal edge. Target lesion revascularization was performed and stents were implanted in both areas. The patient was discharged the next day. No adverse patient sequela was reported. No additional information was provided.